Manufacturer narrative:
The speakers were replaced. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, ge healthcare service representative noted that the unit was alarming for a speaker failure. There was no report of patient involvement.